Event description:
Nurse performing routine brake test. Brakes did not hold. Brake recall kit previously installed (B) (4) 2008.====================== health professional's impression======================failure of the brake recall kit.====================== manufacturer response for med/surg bed, stryker======================service rep will be sent to repair brakes

Event description:
Nurse performing routine brake test. Brakes did not hold. Brake recall kit previously installed 9/2008.====================== health professional's impression======================failure of the brake recall kit.====================== manufacturer response for med/surg bed, stryker======================service rep will be sent to repair brakes